Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.

Event description:
Customer reported set was being used to infuse lipids at 2 ml/hour. IV tubing hung at 0600. At 0645 rn found fluid on floor, hole in tubing noticed at junction where tubing is inserted into IV pump, just below the top fitment. No patient harm occurred and no medical intervention was required. No additional information was provided.